Manufacturer narrative:
(B)(4). Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that this right atrial lead had dislodged. A revision took place and this lead was surgically abandoned. No adverse patient effects were reported.